Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The following event was reported, "revision performed by dr. (B)(6) from (B)(6), because of pain - revision performed on (B)(6), 2011 - primary tha: (B)(6), 2010".